Manufacturer narrative:
The investigation of saturated flow has been completed. The pump was returned cut at catheter. Upon visual inspection, dried blood was present on impeller and within outflow cage. Biomaterial was present within the purge gap. Pump teardown was performed and inside of motor housing did not show any biomaterial or abnormalities within the motor. Data logs were reviewed and lt log of case shows pump flows becoming saturated around day 5 of support after pump experienced an instance of high purge pressure. A slight trend up in motor current is observed with saturation of flows. No motor current spikes observed to indicate biomaterial ingestion. ¿placement signal low¿ alarms present with saturated flows. Clinical details noted that the when saturated flows were observed, inverted ao/lv waveforms were noted by clinical team. It was noted that patient had stopped systemic heparin due to a retroperitoneal bleed. Patient remained on support for an additional 2 days. The root cause of the saturated flow cannot be definitively determined as the pump was returned cut and was unable to be run in attempt to reproduce saturated flows.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported the patient was on impella 5.5 support and during support, there was flow saturation. There were increased motor currents. Support continued for two days at which time the care was withdrawn and the patient expired. The relationship between the impella and cause of death is unknown.